Event description:
It was reported that pump experienced malfunction alarm malf 24 with fault ID 24-0x2219 and issue did not follow any notable prior events. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, provided instructions to place malfunctioning pump in storage mode, return it within 10 days using supplied materials, and reprogram pump settings and reconnect continuous glucose monitor on replacement pump.